Event description:
It was reported that: "the needle that was used to suture vaginal cuff broke down. It is grayed. The other package of stratafix suture that we opened already came looped." Pr complaint # (B)(4).

Manufacturer narrative:
Method - the actual product involved with the incident reported will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of the components met surgical specialties puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches used in the manufacturing of the lots reviewed. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lots. Finished good product were received into inventory without quality issues. The needle supplier has been made aware of this complaint for a continued investigation.